Event description:
It was reported that the patient's implantable cardiac monitor (icm) was under-sensing. The icm was explanted and replaced. No patient consequences were reported.

Manufacturer narrative:
Further information was requested but not received.